Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt noted their controller was not stimulating for it lost their settings. Pt said their therapy on one side was 1.6 and the other side was 2.4 and when they went to adjust their therapy they got settings not available. Usually pt had it at 5 or 6 intensity. When asked for event date pt said it had been a little while for they moved and they could not find it (ps understood the equipment) then the battery died in their chest and on the controller. Since pt recharged the ins it was not holding their settings. When ps asked for any recent falls or traumas the pt said they did not have any since the issue started, pt said they did have a stroke and was in a car accident. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.